Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the unit¿s bipolar had excessive power output. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the unit¿s bipolar had excessive power output. This occurred when the surgeon was preparing to use bipolar electrocautery for hemostasis at standard mode power of 25¿ to coagulate the bleeding site. Later, during the procedure, the nurse found that the coagulated tissue had an excessively large and deep area of charring. The circulating nurse examined the mode and power setting, which were the same as previously used. However, new bleeding spots appeared at the coagulation site, which increased bleeding and created an additional wound, thereby prolonging the patient's recovery time after surgery. The unit was replaced. The following day, after disinfection and sterilization, the forceps were used with a high-frequency electrosurgical generator of the same brand and model, but with a different serial number. The same power setting and mode were maintained throughout the surgery.